Manufacturer narrative:
(B) (4) - second surgery. (B) (4): the lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed.

Event description:
After the lead was implanted impedances were checked and revealed multiple open connections. The lead was re-seated in the snap lid connector and tested again. The problem persisted, so the lead was explanted. The hcp encountered difficulties placing the second lead, and the surgical case ran long. Therefore, the case was aborted for pt safety reasons. The pt was referred to an orthopedic spine specialist for paddle lead placement. There was no pt injury associated with the event. The pt recovered without sequela after removal.